Event description:
The customer reported the observation of a discordant low patient sample result using innovance heparin kit on cs-2500 instrument. The result was low compared to a historical result. The result was reported to the physician and a second dose of clexane was administered, which resulted in moderate bleeding and the medication was stopped. There are no indications of adverse consequences.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report a discordant low result that was obtained on one patient sample on the cs-2500 instrument. Based on the review of information provided, the cause of the discordant low innovance heparin result on the cs-2500 system could not be finally identified. However, the low result could be caused by a sample integrity issue. No invalid qcs measurements and no instrument flags were identified. Reagents are functioning properly. Ultimately, no deficiencies in test performance were identified. The cause of the discrepant result cannot be finally identified. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Note: innovance heparin is marketed in the united states under material number 10873535. The 510(k) numbered documented in section g4 is for this product.